Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer¿s blood glucose level was 400 mg/dl. Customer was treated with pump for high blood glucose. Customer declined to troubleshoot for high readings. Troubleshoot was performed for set tubing detachment. Customer reports the pump wasn't dropped with the set connected to their body. Customer was advised to change the infusion set and return the set for analysis. The insulin pump will not be returned for analysis.